Manufacturer narrative:
H3: product analysis confirmed that visually, there was no damage or anomalies in the construction of the device. Electrically, the resistance from end to end shall be less than 200 ohms and the actual measurements were as follows: 17.5 ohms (blue), 20.5 ohms (blue with white stripe), 22.5 ohms (red), 42.5 ohms (red with white stripe), all of which are within specification. There were no shorts between circuits or intermittent behavior while manipulating the circuits. Under magnification, there were no cracks in the electrode contacts. A syringe was used to inject 15cc of air and the cuff balloon inflated and deflated with no issues. This report is being submitted as part of remediation activities associated with CAPA # 643143, which is addressing MDR reporting guidance from fdas 1995 preamble, which ensures complaints related to corrections and recalls which were previously reported to FDA under 21 cfr 806 are now reported as mdrs; this is not a new malfunction/event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
A healthcare professional (hcp) via manufacturer representative that during a procedure for thyroid surgery, the tube was intubated at the proper site, but the impedance value was high. It was also suspected to be fractured. There as no planned/intervention performed. There was no delay in the surgical procedure. The procedure was completed with backup product(s). The patient was - alive no injury. On follow-up, it was reported that the malfunction found after the patient had been intubated when checking with scope. It was noted that the patient was not reintubated after the airway had been established. The tube was used throughout the procedure, and the procedure was completed without using the system.